Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone call that customer experienced high blood glucose level. Customer¿s blood glucose level was 553 mg/dl at the time of incident. Customer stated that the auto mode feature was not active at time of high blood glucose event. Customer also received insulin pump error alarm, low power error. Customer received low battery alert prior to replace battery alert. Customer stated that insulin pump had a cracked. No further patient complication were reported. The customer will continue to use the device.

Manufacturer narrative:
The insulin pump passed the displacement test, active current test, sleep current test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and self test. No blank display noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. However, (2) pump error 24 alarms found in the pump history file/trace on (B)(6) 2022 at 7:41:00 and at 7:51:00. (2) low battery alerts found in the pump history file/trace on (B)(6) 2022 at 10:25:00 and at 11:07:38. (9) failed battery test alarms found in the pump history file/trace on (B)(6) 2022 from 13:11:40 to 13:28:53. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor.test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: partially broken retainer, cracked battery tube threads, cracked case at corner of belt clip rails and cracked case along the side of the battery tube. Pump error 24 alarm/battery power loss alarm was not confirmed during testing. Cosmetic damage confirmed at the back of the pump case. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.